Event description:
It has been reported to philips that there was no connection between the wireless foot switch and the base station. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
21dec2023 final report: philips has investigated this complaint. Philips filed service engineer (fse) inspected the system and confirmed the defective wi-fi footswitch charging socket. This case has been opened for follow-up on repair activity. At first, case was opened for ordering a part. Issue was related to defective wi-fi footswitch charging socket and wear. Issue was resolved by replacing footswitch. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was determined that the reported event occurred when the system was not in clinical use. When not in clinical use, this issue is not likely to cause of contribute to a serious injury or death if it were to recur. Based on re-evaluation, this complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.